Event description:
The customer reported that during a liver rf ablation procedure, the electrode insulation detached. The detached piece did not fall into the pt cavity. The incident device was removed form use and another electrode used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.